Event description:
Customer reported the power supply connection is melted.

Manufacturer narrative:
It was reported that statspin centrifuge unit was not working and melted cable to board was observed . No injuries, visible flames, or smoke and burning smell were observed. Fire department was not called, however, there is evidence of charred material.